Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an audible alert was triggered. The patient¿s right ventricular (rv) lead exhibited a jump to high pacing impedance. Additionally, the rv lead exhibited oversensing as increased sensing integrity counter (sic) and non-sustained ventricular tachycardia non-physiologic episodes were noted. A fracture of the rv lead was suspected. The rv lead was reprogrammed and was capped/replaced two days later. No patient complications have been reported as a result of this event.